Manufacturer narrative:
The results of the investigation concluded that the device met specifications for optical signal properties and no functional anomalies were noted when connected to the tactisys unit. The catheter also met specifications during leak and occlusion testing. Review of the log files indicated total signal loss on all three optical fibers; however, this was not observed during functional testing. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported signal issue remains unknown as the event could not be confirmed.

Event description:
Related manufacturing ref 9680001-2017-00060. During the procedure, after collecting the left atrial geometry, no contact force information would transmit from the tacticath and a red light displayed around the reset button of the tactisys. The connections were confirmed, reconnected and the tactisys was restarted with no resolution. A second ablation catheter was used but the same event occurred. The case was cancelled as there were no additional tacticath ablation catheters available. Based on analysis, the event was confirmed.